Event description:
Caller reported mobile blood glucose results: 01:26 p.m.: 65 mg/dl afterwards he ate a banana 01:40 p.m.: 497 mg/dl 01:41 p.m.: 146 mg/dl (different finger) no adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.